Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ lump/nodule: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. ¿ yellow particles observed on the surface of the shell.

Event description:
Healthcare professional later reported capsular contracture baker grade ii.

Event description:
Healthcare professional later confirmed a right side rupture. Device has been explanted and replaced.

Event description:
Patient reported a possible right side rupture plus "lumps/ lymph node". Healthcare professional later confirmed a right side rupture and "hole, non-specific". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a possible right side rupture plus "lumps/ lymph node". Device remains implanted.